Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, with the guide wire remaining in the vessel, after the knot was advanced to the arterial surface, bleeding continued. A 9f procedural sheath and guide wire were inserted, and a second proglide device was attempted, but after advancing the knot to the vessel, the arterial tissue could not be fully oppose to stop the bleeding. A non-abbott device was attempted, but reportedly "popped out" from the site. Manual compression with a c-clamp was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #1 proglide, part# 12673-03, lot# unk, is being filed under a separate MFR report number.